Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, inner shaft jamming upon first use. Jammed during procedure. The product was returned for evaluation. Upon visual inspection, it could be observed that the device is jamming when closing the handle. Some marks of sterilization can be observed. The inner shaft was removed, there are friction marks on the tip. The device was sent to the manufacturer to perform further review. Manufacturer review result: the product complies with all the drawing requirements. During manufacturing there is a stage where each shaft is matched exactly to its counterpart and then, they are assembled as one final product. The parts are not interchangeable. There is an inspection of 100% of the product for functionality by actually using a suture for the inspection and the smoothness of the movement between the two moving parts. A manufacturing record evaluation was performed for the finished device lot number: 19r03, and no non-conformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications according with the visual and functional tests, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during sterilization process. Since this was a new device, the first sterilization must be performed; the inner shaft was interchanged from another cord cutter while reassembly creating a jamming condition between the inner shaft and its housing. As per IFU-108484; while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the inner shaft on the cordcutter device was jamming upon its first use. During in-house engineering evaluation, it was determined that the device was jamming while closing the handle. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.